Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The pod was received with the soft cannula deployed. Inspection of the exposed portion of the soft cannula found no damages or defects that would result in the soft cannula dislodging. The exact cause of the reported soft cannula dislodge could not be determined. The pod was received with the adhesive pad fully attached to the bottom housing. Inspection of the adhesive pad and adhesive welds found no issues that would result in an adhesive issue. The exact cause of the reported failure to adhere could not be determined.